Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about unk date in (B)(6) 2011, (B)(6) 2013 and (B)(6) 2014 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same pt involving two separate products.